Event description:
Customer reported experiencing air bubbles that halted insulin administration despite replacing the infusion line and insulin. There was no reported impact to the customer¿s blood glucose level. No further information was received regarding the outcome, and the pump was not returned for evaluation.